Event description:
It was reported that, "hip revision. Patient was unstable and replaced liner, cemented liner. Surgeon elected not to remove shell."

Manufacturer narrative:
Hospital policy, they keep products. An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.